Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported: "nurses and medical staff reported a malfunction of the burette stopcock and the needless sampling site during csf drainage. The drainage flow was abnormally slow and could last up to 30 minutes. There was no malfunction of the bag. To enable a correct csf drainage, nurses had to squeeze the sampling bag and empty by syringe. Squeeze the bag to try to increase the pressure and emptying rate as this is an urgent situation for a patient with hydrocephalus. That's constitutes a high risk of infection. A decision was thus made to change the circuit which resolved the situation without further complications."

Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11 complaint sample was not returned for evaluation; therefore, an evaluation of the device could not be performed. The root cause(s) of the reported issue could not be determined, however, the possible root cause for the issue reported by the customer could be due to a crack in the connector due to over tightening, as noted in the IFU finger tightening when connecting devices. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Lot traceability of device sent in may and june 2024 received 7385001 7378153 7385002 7378150 7353120 7343349 7378152 7353122 7353121 3 lots, among the 9 ones listed in the additional information, have been chosen for the DHR review: - 7385001 - UDI - (B)(4) conformed to the specifications when released to stock. - 7378153 - UDI - (B)(4) conformed to the specifications when released to stock. - 7353122 - UDI - (B)(4) conformed to the specifications when released to stock.